Event description:
It was reported that a dexcom g7 sensor lost signal with the ilet, and the user received guidance to toggle cgm settings, then unpair the ilet from the phone, cycle bluetooth, and re-pair, after which the sensor signal was restored. Symptoms included loss of cgm data availability. Outcomes included temporary interruption of cgm connectivity without alerts or alarms and resolution after troubleshooting, with no medical intervention or hospitalization. Investigation included guided troubleshooting and user education focused on device pairing and bluetooth connectivity. Investigation of this case revealed that the issue was consistent with a communication or pairing disruption between the ilet and the cgm, which resolved after re-establishing bluetooth and device pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption remediated by standard troubleshooting.